Event description:
The customer reported that she was hospitalized about 3 weeks ago due to an infection, which also affected her blood glucose levels. The customer felt that the insulin pump was working properly, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.